Event description:
Affiliate reported that after implantation, the connected icp sensor could not be sensed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.